Manufacturer narrative:
The investigation into the separation of the impella cp, which allowed part of the pump to remain within the patient's lv, is on-going. Product has not been returned and more clinical details are expected. As more clinical details are shared, the cause of the reported aortic insufficiency and death will be analyzed. When the investigation concludes a final report will be filed.

Event description:
A patient admitted with coronary artery disease and mitral regurgitation was decompensating. Due to his cardiogenic shock he was taken to the cardiac catheterization lab for evaluation of his coronary arteries and was to have an impella cp placed for hemodynamic support. When the cp was placed in the left ventricle (lv), the pump placement was not optimal and so the physician attempted to adjust position. When adjusting the position the cp became kinked. As the physician was trying to remedy the kink and straighten the catheter the pump separated. To two pieces. A portion of the pump remained in the lv and a portion was across the valve. The patient condition began to decline and so the team chose to treat the underlying coronary artery, the left main. CPR was administered and he portion of the impella not within the lv was removed and an intra-aortic balloon pump was placed. Despite these efforts the patient expired.

Manufacturer narrative:
The investigation has concluded since the initial report was filed. The medical team returned for analysis the data logs, pump images, and fluoroscopy imaging. The data logs revealed the pump was ventricularized and had a motor current spike from a possible excessive force. The pump became kinked which caused the inflow cage to become damaged. The force caused the inflow cage to detach and become stuck across the aortic valve. The failure mode will be monitored and trended.